Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling /stretching/overstress and was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt, the lead helix extended on its own during the procedure, and it was not possible to retract the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.